Manufacturer narrative:
Initial reporter address: (B)(6). The device was manufactured at one of the following manufacturing locations: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets leaked from port 2 containing lipids; cloudiness was found in the bags. The event was found during compounding in the pharmacy. There was no patient involvement and no operator injury. No additional information is available.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.